Event description:
It was reported that during range of motion, an error message displayed to retake the ankle center, hip center and range of motion or to elect to proceed anyway. Deleted the case and restarted again. When entering patient ID, then selected ukr, left , lateral, stride and staff verified that all information was correct. Calibrated and moved forward, and the same error message displayed again during the range of motion. At this point could not see an error from the system to setup, so proceeded with case. Tibial placement had to be re-cut due to surgeon's dissatisfaction.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found only 1 reported event; this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The initial visual investigation for software logs and screenshots found that: the reason for the error was most likely due to the patient's posterior femoral abnormality. Upon simulating the case data, it showed that the deep flexion points were outside the normal planar arc of range of motion. This caused the system to throw a kinematic axis error since the outlying points were greater than 10 degrees. The tibial placement problems also mentioned in this report were due, as surmised by the reporter, to the landmark points collected by the user. The final plan appeared to be correct after several adjustments. The probable cause of the issue was not product related, but was due to the patient's anatomy. A relationship between the device and the reported event could be established. The malfunction is likely due to unplanned results from planning.